Event description:
On (B)(6) 2013, the patient's mother contacted animas and alleged the following: her daughter's pump alerted 'partial flow' while at school. Mom did not have pump available to review at time of call. Customer support advised her to change out supplies, monitor blood glucose, and to call back for troubleshooting. Mom states she is going to patient's school to change out supplies. Cs made multiple attempts to contact mom for troubleshooting, with no success. The pump does not have an alarm for 'partial flow'. There is no reported adverse event related to the issue. This issue is being reported as the issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.